Event description:
It was reported that the patient complained of pain so the surgeon performed a revision surgery to replace the ps tibial insert using a thicker ps tibial insert in an effort to tighten the knee joint and correct the cause of the pain.